Manufacturer narrative:
Reported event: an event regarding periprosthetic fracture involving an unknown gmrs knee was reported. The event was not confirmed. Method & results: product evaluation and results: material analysis, visual, functional and dimensional inspections could not be performed as the device was not returned. Clinician review: no medical records were received for review with a clinical consultant. Product history review: could not be performed as the device lot details were not provided. Complaint history review: could not be performed as the device lot details were not provided. Conclusions: it was reported that the patient was revised due to periprosthetic fracture of the femur. The exact cause of the event could not be determined because insufficient information was provided. Further information such as device-identifying information such as catalog numbers and lot codes, pathology reports, pre- and post-operative x-rays and the revision operative report as well as patient history and follow-up notes are needed to complete the investigation for determining root cause. No further investigation for this event is possible at this time. If devices and/or additional information become available to indicate further evaluation is warranted, this record will be reopened.

Event description:
This pi is for revision of an mrh tibial baseplate and insert for a femoral periprosthetic fracture on (B)(6) 2022 which was outside of cors scope. Patient had an index right tka outside of cors scope. On (B)(6) 2022 the patient was revised for a femoral periprosthetic fracture (b2). On (B)(6) 2022, the patient was revised for pji. All components were exchanged.